Event description:
It was reported to tyco healthcare/kendall in 2005 that a custmer had a problem with a circumcision kit. According to the customer a circumcision was performed with a gomco circumcision tray. The gomco clamp did not tighten correclty and was changed during the procedure. Later it was determined that a disposable bell was used with the non-disposable gomco clamp. The pt suffered penile laceration requiring pressure, silver nitrate, and several sutures.